Manufacturer narrative:
Stryker completed its acquisition of k2m, inc. (K2m) on 09 november 2018. As part of integration activities stryker spine performed a retrospective review of k2m post market surveillance complaints for the period 2017 to 2018. As a result of that review, this MDR is being filed. Inspection and manufacturing records were reviewed and no discrepancies were discovered. A review of the per surveillance report did not reveal any contributing information or trends. The set screws were visually and microscopically inspected. The "windshield wiper" wear patterns on the inferior surface of the devices indicate that they were engaged on the rod. No abnormalities were observed. It could not be determined if the l5 pedicle fracture occurred prior to the migration of the interbody. It is reasonable that the resulting instability within the construct contributed to dynamic loading of the set screws, resulting in the perceived looseness.

Event description:
A physician reported a patient fractured their l5 pedicle three weeks post-operatively causing the aleutian tlif ii cage implanted at l4/l5 to migrate. The patient was admitted to the emergency room, presenting with pain and infection. The patient underwent revision surgery, during which, 5 everest atr screws were found to be loose. Because the patient presented with an infection at the time of revision surgery all hardware was removed. (Including 8 everest polyaxial screws, 2 everest contoured rods, and an everest transverse connector and no additional hardware was placed at that time. Instead, the patient underwent another surgery nine days after the revision to implant replacement devices. The aleutian tlif ii cage was reported with the manufacture's reference number 3004774118-2018-00052. This represents the second of five everest atr set screws. Separate reports will be filed for the related devices.